Manufacturer narrative:
Manufacturer narrative: refractive suprise. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced lens rotation and refractive surprise. The lens remained implanted. The cause of the event was reported as unknown.